Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please indicate any medical or surgical interventions performed. Hydrocortisone prescribed. Please describe how was the adhesive was applied on the tape. One layer application. What prep was used prior to, during or after prineo use? N/a. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? No. It was noted a quantity of 2 was used on the patient, please verify that 2 products of prineo 22 were actually used? Yes. Do you have the lot number involved? No. What is the physicians opinion of the contributing factors to the reaction? Sensitive skin. What is the most current patient status? Discharged. Is the product or representative sample (product from the same lot number) available for evaluation? No. Patient demographics: initials / ID; age or date of birth; bmi ; gender: female patient. Others not available. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a right diep flap procedure on (B)(6) 2019 and topical skin adhesive was used. On post op day 4, (B)(6) 2019 the patient developed redness, allergic reaction around adhesive application site. The adhesive was removed and hydrocortisone prescribed. Additional information was requested.